Event description:
It was reported that during a routine follow up the right atrial (ra) lead was explanted due to dislodgement. Patient was hospitalized and lead was replaced successfully. No additional adverse patient effects were reported.